Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during the prime procedure. Customer's blood glucose levels were not included in the report. Customer was not able to fill the tubing. Product is being replaced.